Event description:
It was reported that (1) device was used during a total hysterectomy. It was reported by the affiliate that the tsb35 instrument was empty and could not be fired. There was no consequence to the pt.